Event description:
The customer reported that she activated the device on (B)(6) at 4:56 pm with blood glucose measuring 146 mg/dl. Her bg rose some later that evening, measuring 218 mg/dl at 9:37 pm, but was down to 144 mg/dl by 11:55 pm. It remained under 200 mg/dl most of the next day ((B)(6)). Her bg was 177 mg/dl at lunchtime (12:25 pm) and the meal contained about 60 grams of carbohydrate, so she bolused 4.15 units. By 3:20 it reached 469 mg/dl which she corrected with a 2.25 unit bolus. It was 516 mg/dl at 3:31 pm and 455 mg/dl at 3:50 pm, at which time she took 0.5 unit with the pod and 2 units by manual injection. The pod was deactivated at 4:20 pm and the cannula appeared kinked and bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent, kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "tes results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."